Event description:
It was reported that the cot was dropped out of the ambulance with a patient on board. The cot allegedly tipped, causing the patient to fall and injure their face. It was reported that the patient suffered a facial fracture and a subdural bleed. No further information was given regarding additional medical intervention. It was also reported that the patient weighed approximately 400 pounds. The ambulance was stopped on a slope, causing the cot to roll to one side of the ambulance, which allegedly contributed to the tip event.

Event description:
It was reported that the cot was dropped out of the ambulance with a patient on board. The cot allegedly tipped, causing the patient to fall and injure their face. It was reported that the patient suffered a facial fracture and a subdural bleed. No further information was given regarding additional medical intervention. It was also reported that the patient weighed approximately (B)(6) pounds. The ambulance was stopped on a slope, causing the cot to roll to one side of the ambulance, which allegedly contributed to the tip event.

Manufacturer narrative:
The ambulance was parked on an incline so that when the cot was released, it rolled to one side of the ambulance, causing it to miss the safety hook on the way out. The customer also stated that the patient was approximately 400 pounds and the ems staff was unable to prevent the tip. A visual and functional inspection was performed by the field service representative, who found that there was no defect with the cot or the safety hook. The service representative explained to the ems staff that the safety bar needs to be checked to ensure that it is hooked on the safety hook before unloading the cot.